Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that a new proximal tibial component is required to couple with the in-situ well fixed femoral component in order to address the aseptic loosening and provide additional growth. The in-situ device is a jts proximal tibial replacement (pin 21963).